Manufacturer narrative:
The device was returned for as part of the asset return process and during evaluation it was observed: tube was contaminated, top cover, rear panel and chassis all have poor appearance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The maintenance unit was returned as part of the asset return process. During routine inspection of the device by olympus, the tube was found to be contaminated. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: d9 (date returned). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that there was an external brown object and white fiber in the tube but the cause of the material remaining in the device could be specified. Olympus will continue to monitor field performance for this device.